Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a pt. I-stat: 0.13 ng/ml; axsym: 0.02 ng/ml. The suspected discrepant results were not released to a physician or caregiver. New sample collection shows negative results for both the I-stat and axsym. Time unk. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 02/16/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.